Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information of a suspected air embolization. Decrease in the patient's conscious level was confirmed before the physician used defibrillator and put the patient under sedation. The patient's conscious level returned back to normal. The possible cause of this event was considered to be due to air embolization through the la sheath. Classified as not serious. Patient's recovery has been reported. No treatment was given. Medtronic also received the following information: recurrence of atrial fibrillation was confirmed and therefore ablation using rf was performed again.